Manufacturer narrative:
Updated fields: b4, b6, b7, d4(model#), d11, g4, g7, h2, h6(investigation type, component codes & impact codes), h10, h11. Corrected fields: e4, g1(contact person), h4.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the power management board due to error code 139. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had error 139. There was no patient involvement, and no adverse event reported.